Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to an infection. And a new system was implanted. There was no additional adverse patient effects were reported. This device was explanted.